Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
Biomed has report that department is complaining of poor image resolution since receiving the unit back after the probe replacement/remanufacture. Biomed is contacting sales rep to come in and take a look.